Event description:
It was reported the customer had discrepancies between their sensor glucose and blood glucose readings. The customer stated the differences between the readings would prompt the threshold suspend feature on their insulin pump. The customer stated their blood glucose was around 90 mg/dl and their sensor glucose reading was low. The customer also reported a calibration error alarm on their insulin pump. Customer was advised their readings may be close, but rarely match. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.